Manufacturer narrative:
(B)(4)

Event description:
It was reported that: guidewire had unravelled upon insertion into the patient and kinked inside the patient. Clinical consequences: the inserting doctor called in vascular surgeon to have wire removed post x-ray associated complaints 3006425876-2024-00109.

Event description:
It was reported that: guidewire had unravelled upon insertion into the patient and kinked inside the patient. Clinical consequences: the inserting doctor called in vascular surgeon to have wire removed post x-ray associated complaints 3006425876-2024-00110 and 3006425876-2024-00109.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of guide wire unraveled in use was able to be confirmed by the photo as an unraveled guide wire can be clearly observed; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of guide wire unraveled was confirmed by visual inspection of the customer supplied photo. The photo revealed clear evidence of an unraveled guide wire; however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.